Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00879. It was reported the patient experienced loss of pain relief in his knee. A company representative met with the patient for reprogramming of the patient's drg system, however, the system impedances were high on multiple lead contacts. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00879. Follow up information received identified the patient's entire drg system was removed.